Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable for form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt did not like the stimulation therapy. As a result, the pt's system was explanted. Note the pt received two leads from the same lot number.